Event description:
A report was received that the patient was receiving inadequate pain relief. Imaging revealed that the lead may have migrated a little bit. The patient underwent a lead replacement procedure and was doing well post operatively. The physician did not suspect device malfunction.

Manufacturer narrative:
It was reported that the lead was discarded and will not be returned. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Devices were discarded.

Event description:
A report was received that the patient was receiving inadequate pain relief. Imaging revealed that the lead may have migrated a little bit. The patient underwent a lead replacement procedure and was doing well post operatively.